Event description:
It was reported that during a routine device interrogation, the physician found abnormal impedance measurements and no capture. The lead remained implanted and the physician planned to add a new shock lead during a future device replacement.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.